Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to unlocked connector at lcd board. Device also had minor scratched lcd window.

Event description:
The customer reported via phone call that the down arrow button on the insulin pump is not responding. The device was in the customer's pocket but she did not recall any significant events leading to the keypad issue. Blood glucose value was 54 mg/dl; current reading was 69 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.